Event description:
It was reported that a merlin.net transmission showed non-sustained lead noise due to post paced t-wave oversensing. Reprogramming was recommended but not implemented. The patient was in stable condition and monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.